Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image occurred due to a cable failure. The final root cause of this event was unable to be identified.olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The evaluation found intermittent image due to a bad cable. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation has not yet begun or has not been completed. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the hd camera head had no picture during reprocessing for a diagnostic procedure. There were no reports of patient harm or impact associated with the reported event.